Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/02/2024, it was reported by a sales representative via sems- (B)(4) that an ar-9625 3.0mm hex driver broke during insertion of the screw. The case was completed with no further information provided. A photo is attached. This was discovered during a reverse procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an ar-9625 3.0mm hex driver batch: 022332 with a broken tip. The broken fragment was observed to have been retrieved and was on a surgical tray. The most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing/over-engaging the driver with the screw head.